Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after an unspecified surgical procedure, while the customer was checking the instruments as usual, the customer observed that the glenosphere extractor would not thread onto the baseplate inserter and seemed to be stripped. It was reported that this happened post op so there was no negative impact to the patient nor was surgery time delayed due to this. It was reported that the device was removed from the set and the set remains unusable.